Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: in the pt cavity, the bag would not close. The surgeon had to increase the size of the incision to remove the device. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).